Event description:
Customer reports back to back blood sugars of 300 mg/dl, 90 mg/dl, and "200 something" mg/dl within 10 minutes on the advantage system. No action was taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the strips used at the time of the reported results.